Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Concomitant medical products: 693165 lead, implanted: (B)(6) 2006; 429688 lead, implanted: (B)(6) 2011; dtma1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited high rate non-sustained episodes with non-physiologic noise. The lead was explanted and replaced. The right atrial (ra) lead exhibited oversensing-noise. The lead was explanted and replaced. No patient com plications have been reported as a result of this event.